Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that today when they go to give themselves a bolus, they get up to the 90% range and it just hangs there and won't go up to 100%. The patient was walked through clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Updated b1, d18, g02008, fdp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they were having connection lag issue once again and hangs around 90%. The agent walked the patient through steps in clearing data on the handset. The patient was able to connect and deliver a bolus. The patient then mentioned they have a visit today with their pain specialist to add more medication and possible muscle relaxer to get relief. The steps that were taken during the call resolved the issue. The patient will call back if they experience connection lag issue again.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. The patient reported that when they try to bolus, it was taking a long time and lags at 90 percent. The agent reviewed information and assisted the patient with clearing data and the patient was able to connect to the pump without issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the same issue as the last occurrence. Patient stated their personal therapy manager (ptm) device remains at 90% and hangs before the pump begins delivering the medication. Agent assisted the patient in deleting the data. Patient was able to connect to the pump without any lag.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was having a problem with their handset. The patient stated when they started out with their bolus, it got hung up on 90. The patient was walked through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.